Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history records review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is vertical inclination of the acetabular cup, this can predispose to polyethylene liner wear, which is present on the included images. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a right hip revision for unknown reasons. Attempts have been made and no further information has been provided.